Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found body fluid in the lumen. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.